Event description:
The customer reported that the sys had a loss of live images then locked up during a case. The sys had to be removed and the procedure was completed with another sys. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The fluoro functions board and the generator interface board were replaced and the power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.